Manufacturer narrative:
The customer reported that they have multiple central nurses station's (cns's) where all the tiles are flickering. During this time they lose the numerics and waveforms. No harm or injury was reported.

Event description:
The customer reported that they have multiple central nurses station's (cns's) where all the tiles are flickering. During this time they lose the numerics and waveforms. No harm or injury was reported.